Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the monitor was unable to complete a baseline test. The monitor's electrode belt had thermal damage causing failures in the ecgs and therapy electrodes. The root cause for the damaged connector was unable to be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.